Event description:
The manufacturer became aware of a literature published by the service de chirurgie orthopedique b, centre hospitalier de valenciennes, france. The title of this report is, ¿what happens to the posterior comminution in extra-articular fractures of the distal radius treated with volar locking plates? ¿, published on november 10, 2018, which is associated with the stryker ¿variax 2 plating system¿. The article can be found at https://doi.org/10.1016/j.hansur.2018.10.238. This report includes an analysis of the clinical data that was collected on 22 patients. During the review of the literature, it was not possible to establish a specific device detail, patient information, and currently no additional device information is available. It was reported that 1 patient experienced secondary displacement. The report states, ¿there was one case of secondary displacement, which occurred in an 88-year-old woman who had a 10 degree increase in the posterior tilt.¿

Manufacturer narrative:
This complaint has been generated based on findings discovered during post market surveillance literature review. The alleged secondary displacement could not be confirmed, since the device was not returned for evaluation and no other additional information was received from the author. More detailed information about the patient medical history, the event circumstances, radiographs and the involved device(s) must be available in order to determine the root cause. If any additional information becomes available, the investigation will be reopened and re-evaluated accordingly. Device not available.

Event description:
The manufacturer became aware of a literature published by the service de chirurgie orthopedique b, centre hospitalier de valenciennes, france. The title of this report is, ¿what happens to the posterior comminution in extra-articular fractures of the distal radius treated with volar locking plates? ¿, published on november 10, 2018, which is associated with the stryker ¿variax 2 plating system¿. The article can be found at https://doi.org/10.1016/j.hansur.2018.10.238. This report includes an analysis of the clinical data that was collected on 22 patients. During the review of the literature, it was not possible to establish a specific device detail, patient information, and currently no additional device information is available. It was reported that 1 patient experienced secondary displacement. The report states, ¿there was one case of secondary displacement, which occurred in an 88-year-old woman who had a 10 degree increase in the posterior tilt.¿

Manufacturer narrative:
Correction: please refer to h1 summary report & h1 number of events summarized. Please note the h1 summary report tab and h1 number of events summarized tab were selected in error.